Event description:
Device report from synthes reports an event in the USA as follows: it was reported that the flexible reamers were used without a ball tip guide wire and the 10mm reamer head became detached from the reaming rod and the reamer head was left in the patient's distal tibia. There was 15 min of surgery delay due to the reported event. X-ray was taken to confirm the event. No fragments were generated. Other medical intervention required was unknown. Concomitant product: unk - reamers: trauma(part# unknown, lot# unknown, quantity# 1). This complaint involves one(1) device 10.0mm medullary reamer head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.